Event description:
Customer reported the tubing came apart and resulted in a blood spill because of it. No pt injury reported. Customer states that no further pt or event information is available.

Manufacturer narrative:
(B)(4). An investigation could not be performed. Reporter indicated that the device is not available for evaluation. The cause of reported leak is unk.